Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der stated that the patient had his left hip replaced on (B)(6) 2017. The patient began to experience some pain and discomfort and some fluid discharging from his wound. The patient came and was admitted for an I&d to take place on (B)(6) 2017. The femoral head and the pinnacle liner was explanted and replace with a new head and liner. The summit stem and the 52mm pinnacle 100 gription cup were left implanted. Update 7-26-2017: medical records have been reviewed. Brief revision operative notes 6-28-2017 indicate the patient received an incision and drainage hematoma left hip, exploration of left hip wound with debridement irrigation and revision of femoral head and acetabular plastic and the insertion of drainage tubes due to infection left total hip arthroplasty. Description of findings state there were routine findings consistent with pre-operative diagnosis. It is also noted there were no significant intra-operative events. Reportability remains unchanged. Updated 8-14-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient had his left hip replaced on (B)(6) 2017. The patient began to experience some pain and discomfort and some fluid discharging from his wound. The patient came and was admitted for an I&d to take place on (B)(6) 2017. The femoral head and the pinnacle liner was explanted and replace with a new head and liner. The summit stem and the 52mm pinnacle 100 gription cup were left implanted.